Event description:
It was reported that while mixing a batch of refobacin bone cement, the consistency became a white chalky texture. No known adverse event was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: refobacin bc r 1x40 us, item#: 110034355, lot#: y46aal0702. Vanguard cr por fem-rt 60 item#: 183044, lot#: 025040. Biomet cc cruciate tray 67mm item#: 141232, lot#: j7300990. Vngd ant stblzd brg 10x67 item#: 189040, lot#: 165990. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was not returned. Received pictures show the references of the involved product and that the consistency of the cement is not as usual. A retain sample has been tested in the laboratory under standardized conditions. End of application and setting time is slightly slower but still within the expectation window. The reported behavior of the cement cannot be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.